Event description:
The manufacturer received information alleging a high temperature alarm occurred. Afterwards, a low inspiratory pressure, low minute ventilation and circuit check alarm sounded. It was confirmed by the sales rep that there was low airflow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, error code e 307 and e-308 (high temperature alarm) had occurred multiple times in the error logs due to the motor blower temperature having exceeded the threshold. The failure of the motor blower was confirmed. The conclusion of the eval states it appears that the high temperature and environmental contamination inside the impellers and the top/bottom motor enclosure has been attributed to the motor seizing or failing. Evidence of bearing failure was felt during manual rotation. High temperatures appear to have caused the motor cylinder to melt to the bellows, and slightly melting the clear pressed-on motor cover to the cylinder. The device's motor blower assembly and stirring fan foam was replaced to address the issue. The air inlet path foam and the inlet path assembly will be replaced when replacement air path foams and air inlet path assemblies arrive.